Event description:
Baxter sales rep phoned in a report on 5/7/10 of a customer that experienced an inverted septum while trying to access the top interlink port with a cannula on an unknown date. The type of cannula being used was a baxter needleless needle. The usual procedure for entering the septum was used with the needleless needle attached to a syringe. The needle was inserted at the top of the buretrol access point. This incident occurred with the buretrol add-on-set, product code 2h7565, with an unknown lot number. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The assignable root cause could not be determined.